Event description:
The customer called to report high blood glucose levels for the past two weeks. The customer was not hospitalized due to high blood glucose levels, but she did make a visit to her health care professional as she was experiencing blood glucose levels between 400 and 500 mg/dl. The customer's health care professional felt that the insulin pump was not delivering insulin properly. The customer stated that her blood glucose levels returned to normal once she began using a different insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.